Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pi musc vsd were reported in a research article in a subject population with ventricular septal rupture. Some of the complications reported were bleeding, perforation and patient death. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality", was reviewed. The article presented a case study of a 79-year-old patient. It was reported that on an unknown date, a 18mm amplatzer post-infarct muscular vsd occluder was implanted to close a ventricular septal rupture (vsr). During procedure with a hybrid approach (right ventricle wall puncture), the left ventricle wall ruptured, requiring posterior wall suture and vsr closure. Due to massive blood loss, the patient passed away intraoperatively. The article concluded that procedure of vsr device closure demonstrates an acceptable technical success rate; however, the incidence of severe complications and early mortality is notably high. Older patients in poor hemodynamic condition and those with unsuccessful occluder deployment are particularly at a higher risk of a fatal outcome. The prognosis after early survival is promising. [The primary and corresponding author was (B)(6)].

Manufacturer narrative:
Literature article: "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.